Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with a significant reduction of ica & shallowing of the ac. The lens was exchanged with a shorter length lens & the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect clinical code 4581: significant reduction of ica ; shallowing of the ac claim: (B)(4).

Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of ica & shallowing of the ac. The lens was exchanged for a shorter length lens, with a surgical pi & the problem was resolved. H6 health effect: 4625. (B)(4).